Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Two unpackaged ar-2372blo knotless ac tightrope open repair implant serial/batch number (B)(6) were received for investigation. No functional testing was performed due that the only part received for investigation were the knotless inserter. Visual evaluation found that the received devices were disassembled and missing important components. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that during an acromioclavicular joint stabilization surgery the button of the device fell off immediately outside of the patient and could no longer be screwed onto the thread. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.